Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited high capture threshold and dropped r-wave sensing measurement. X-ray performed confirmed that the lead is in position. Programming changes were done. The patient was in stable condition.